Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient's implantable infusion pump for cerebral palsy. It was reported on (B)(6) 2016 that the patient has been twitchy and agitated. When the physician attempted to aspirate the catheter there was no flow detected. The patient has had limited relief with the pump. The catheter was replaced. The issue was resolved. The patient was being medicated through the pump with baclofen (concentration of 500mcg/ml, dose 150mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.